Event description:
Device used to retrieve (left) kidney stone called 200 laser - slimline ez, broke into 2 pieces during procedure - both pieces retrieved from the pt immediately - no permanent harm to pt.